Event description:
It was reported that two burs broke at the cutting end during a tooth extraction. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the second bur that broke.

Manufacturer narrative:
H6; the bur reported involved in this event was not returned for evaluation.without the bur the reported malfunction of breakage was not confirmed. Device discarded by customer.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that two burs broke at the cutting end during a tooth extraction. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the second bur that broke.